Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the facility administrator (fa) stated an internal dialyzer blood leak occurred twenty minutes after initiation of hemodialysis (hd) treatment. The machine, a 2008t, did not alarm with a blood leak alert as staff observed the leak prior to the blood reaching the blood leak detector and treatment was immediately halted. The blood leak was visually observed within the dialyzer housing fibers. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. The machine remains in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.